Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the vacuum chamber and peristaltic pump (pm1) tubing to resolve the leak and qc (quality control) issues. The fse also replaced the check valve at vacuum chamber waste fitting and flushed the waste chamber as part of maintenance. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to tubing at the peristaltic pump and the vacuum chamber. (B)(4).

Event description:
The customer reported a fluid leak of undetermined amount from the wbc (white blood cell) bath of the coulter ac*t diff analyzer while running qc (quality control) samples. The customer indicated that the instrument recovered low counts for all parameters on qc samples and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The cts (customer technical support) assisted the customer with troubleshooting the low qc results. The customer confirmed that the waste pump was operational but the wbc bath was overflowing. The customer replaced the waste pump but issue was not resolved and a beckman coulter fse (field service engineer) was dispatched.